Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, kidney disease/toxicity. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed dust-like contamination was observed on the right panel, in the air inlet, on the pca, on the blower cap, on and in the blower motor, on and under the blower housing, on the sound abatement foam, and walls of the bottom enclosure. Pil observed potential degraded sound abatement foam on the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. Pil observed an unknown brownish contamination on the right panel. An unknown contamination was observed in the water chamber and on the interior side of the flip lid assembly. Potential hair-like particles were observed in the bottom enclosure. Dust-like contamination was observed on and under the flip lid assembly, on the left side panel, on the dry box, in the bottom enclosure and lower pil is unable to directly address the symptoms outlined in the complaint and there were 32 errors logged. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.